Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, scratch was observed on the iol optic after implantation. Lens was explanted in initial procedure. The procedure was completed on the same day with back up lens. There was no patient harm.